Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for urinary/bowel dysfunction and urge incontinence. It was reported that they were retaining some urine. Patient said that they had been going to the bathroom every hour and a half/every 2 hours during the night. Patient said they already tried different programs. Patient asked for a suggestion of what program they could try. Patient said that they just made changes with their stimulation yesterday. Patient stated that when they made changes before they felt tingling in their toes and twitching in their right leg where the implant was, so they backed off on that because they felt the twitching all the way down their legs. Agent reviewed considerations for therapy optimization and provided general programming guidance. Patient was advised to monitor their symptoms and redirected to healthcare provider (HCP) if symptoms persist.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.